Manufacturer narrative:
The customer returned the strips. The meter was not returned. Lot number was corrected. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: master lot and retention meter: 3.4 inr. Donor #1: customer's strips and retention meter: 3.4 inr donor #2: master lot and retention meter: 2.7 inr. Donor #2: customer's strips and retention meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause was not identified. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the result discrepancy.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer states the strips are no longer available to return.

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs plus meter with serial number (B)(4). The patient was tested on the meter and the result was 7.3 inr. The patient was drawn for a laboratory test 2 minutes later and the result from the dade innovin method was 2.8 inr. The patient¿s coumadin dose was held for one night based on the result of 7.3 inr. The patient¿s coumadin dose was resumed on (B)(6) 2017. The qc check mark was observed during the meter test. Quality controls were run on the meter on (B)(6) 2017 and the results were in range. The patient returned on (B)(6) 2017 for a re-test on the same meter and the result was 2.8 inr. The patient was fine at this time. The patient¿s therapeutic range is 2 ¿ 3 inr. There was no allegation that an adverse event occurred. The patient is not taking heparin. The customer is not sure if the patient is taking other direct thrombin inhibitors, however, the customer is familiar with this patient and the result has never been as high as 7.3 inr. The customer is not sure if the patient has antiphospholipid antibodies. No abnormal bleeding or bruising was noticed at the time of the test. The customer believes the person performing the test used the correct procedure and did not squeeze the finger excessively to obtain a sample. The customer thinks the erroneous result may be due to the new swabs they are using to clean patient¿s fingers. They are using prevantics wipes which contain chlorhexidine gluconate with isopropyl alcohol. The customer was advised to use warm soapy water and rinse with water or just use 70% alcohol. The meter and test strips were requested for investigation; however the test strips are no longer available to return. Relevant retention test strips (lot 168931-16) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.